Event description:
It was reported that the right atrial (ra) lead was re-positioned multiple times during the implant procedure. It was further reported that the ra lead dislodged the next day post operative. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).